Manufacturer narrative:
Evaluated two open or used reservoirs performed a visual inspection. Due to stopper-plungers and o-rings missing. Unable to confirm customer leaks complaint.

Event description:
The customer reported via phone call that insulin pump had plunger fell out the bottom and all the insulin came out. The blood glucose at the time of the incident was 120 to 125 mg/dl, most current blood glucose was 170 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.